Event description:
Reportedly, the event occurred several times. During the interrogation of the ICD, an error message was displayed, the screen was completely frozen and it was no longer possible to do any operation.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ upon reception, the subject smarttouch tablet was tested, and the reported issue was reproduced: the test ICD could not be interrogated and an error message was displayed on the programmer screen. - in-depth analysis revealed that the tablet was running on 8 november 2022 between 13:31 and 13:34 and was properly turned off but during this time, but no implant interrogation was performed. In addition, no event that could explain this issue was identified in the log files from 7 and 9 november 2022. Therefore, the root-cause of the observed issue could not be confirmed with certainty. - it should be noted that brutal shutdowns may lead to data corruption such as the one observed on the subject tablet. - the tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.